Manufacturer narrative:
Ge healthcare engineering analysis showed some scratches and one dent (at 31 cm) on the endoscope portion of the probe. The direction and shape of the damages is consistent with damage seen from bite marks, indicating use without sufficient protection against patient teeth, i.e. A bite guard was not used. The probe enclosure integrity and surface were found to be intact, which indicates there are no punctures or holes on the endoscope. However, the probe failed a high voltage leakage test, even though no bite hole was detected. This indicates the bite-mark dent seen at 31 cm had reduced the thickness of the endoscope, resulting in a near-penetration. The flexibility of the endoscope was evaluated and determined to be within specifications. The probe thermal safety limits were found to be within specifications, as both probe and console prohibited thermal rise of the scan head above the safe limit (42.7°celsius). No other defects to the probe, including loose or hazardous parts, were detected. From information received from the distributor it was confirmed that the customer was using cidex opa solution for cleaning/disinfection, and had left the probe in the disinfecting solution for more than 30 minutes, which affected the probe membrane. Based on the investigation analysis, and information obtained from the distributor, it is concluded that incorrect cleaning and potential inadequate rinsing of the probe caused the esophagus burn from chemical exposure.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Date of event unknown. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device manufacture date unknown. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
Reportedly, a patient received a chemical burn in their throat. No further patient or event information provided.